Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a consumer with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that they had an implantable neurostimulator from a different manufacturer implanted and it was interfering with their urinary ins. Patient services recommended that they follow up with their hcp. No further device issue alleged / identified. No patient symptoms or complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1lul8, product type: lead code 4114 refers to the lead; code c3429 refers to the ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ins resulted in 3 bladder and bowel accidents over a 2 day period. They turned off the ins and had the leads surgically removed.

Event description:
Additional information was received from the patient. They reported that the nervo device resulted in 3 bladder and bowel accidents over a 2 day period. They turned off the nervo and had the leads surgically removed. Additional information was received from a healthcare professional (hcp). The hcp reported that the device was never removed, it was still in place and the issue was resolved. No further information was provided, this information was conflicting with the report from the patient.

Manufacturer narrative:
Continuation of d11: product ID 3889-28, lot# va1lul8, explanted: product type lead it was the different manufacturer implanted that was explanted. The interstim product was confirmed, still implanted. Therefore, this correction is sent to retract the h1: serious injury, in the previous report and instead only for the malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.